Event description:
The event occurred in china. It was reported that the error messages ¿txrx error¿ and ¿com error¿ were displayed on the rotflow console during use. The customer restarted the device which did not solve the problem. The customer immediately replaced the device with another device. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error messages ¿txrx error¿ and ¿com error¿ were displayed on the rotflow console during use. The customer restarted the device which did not solve the problem. The customer immediately replaced the device with another device. No harm to any person has been reported. Due to the reported exchange a report is required. According to the ssu (sales and service unit) dated on 2024-12-04, the device has been tested and run for a week without any failure. The device was working as intended. Based on the investigation results the reported failures ¿txrx error¿ and ¿com error¿ could not be confirmed. Based on the investigation results the reported failures ¿txrx error¿ and ¿com error¿ could not be confirmed. However, the reported failures can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction of the microcomputer system: 1. Internal cpu failure 2. Time base failure. In addition a similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. Also a similar complaint was investigated for the reported failure "com error" in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by an defective bus transceiver (ic3) on the flow measurement board. The review of the non-conformities was performed on 2024-08-20 and during the period of 2020-10-14 to 2024-11-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n: (B)(6) was produced in 2020-10-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. According to the service manual (service manual / / en / 02; chapter 8.1 possible causes of error) if the ¿txrx error¿ occurred the pump does not stop, and the device gives a visual alarm as well as an acoustic alarm. The rotaflow switches to the rpm mode. According to the instruction for use (instructions for use / 4.4 / en / 15, chapter 5.2 setting options) the rotaflow can be operated in the lpm mode or rpm mode. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.